Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). All other information is unknown.